Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analyst commented, on 24-march-2016, rv pacing impedance rose to 1406 ohms and then to 2375 ohms on (B)(6) 2016 up from a trend in the 304-437 ohm range. Threshold data not captured in save to disk.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high pacing impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.